Manufacturer narrative:
Manufacturing review: a lot history review, a DHR review, and complete manufacturing review could not be conducted for the investigation as the lot number is unknown. Investigation summary: although the sample was not returned for evaluation, one electronic x-ray was provided for review. The investigation could not be confirmed for the reported for infusion or aspiration difficulty via the image review, but the complaint is confirmed for the reported subcutaneous leak. The image review found the following key points: 1. There is pooling of contrast lateral to the catheter tubing that could be in or out of the right internal jugular vein. I cannot say if it is extravasation into the soft tissues 100% but the image suggests it is not in the vein. 2. No break in the catheter tubing is definitely seen but the findings are suspicious for a break. Alternatively, there could be fibrin sheath or ij, svc venous clot present obstructing flow of contrast. 3. Aicd wires present from the left sided venous collecting system could present a possible cause for venous obstruction at the level of the svc. The definitive root cause of the subcutaneous leak could not be determined based upon available information . It is unknown if patient and/or procedural issues contributed to the reported event. Possible contributing factors include misalignment of the port and catheter, flexural fatigue, catheter burst, and fibrin sheath. If due to a catheter break/hole, the observed leak may give rise to occlusion(s) due to leakage of blood back into the catheter and subsequent clotting. If the leak is due to fibrin sheath, fibrin coverage of the flow path may explain the difficulty of infusion and aspiration. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) showed that the product labeling is adequate. PMA/510k. (Results, conclusion).

Event description:
It was reported that port device was unable to be aspirated and unable to be infused. It was further reported that after injecting contrast medium, imaging demonstrated extravasation at the mid-distal portion of the port catheter. Reportedly, the port device was removed and a new unit was not placed. The patient status is unknown.

Manufacturer narrative:
The lot number for the device was not provided, therefore, the device history records could not be reviewed. The device was not returned to the manufacturer for evaluation. The investigation is currently under way.

Event description:
It was reported that port device was unable to be aspirated and unable to be infused. It was further reported that after injecting contrast medium, imaging demonstrated extravasation at the mid-distal portion of the port catheter. Reportedly, the port device was removed and a new unit was not placed. The patient status is unknown.